Event description:
The customer called and reported she accidentally walked into a pool with the inuslin pump on. There were a few drops of water seen under the display screen. Customer's blood glucose was 43 mg/dl, which she treated by eating. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had alarmed motor position encoder error during rewind due to moisture damage on motor assembly. Moisture damage was also noted on vibrator motor and all electronic assemblies. The device had cracked lcd window, cracked case at lcd window corners, reservoir tube lip, reservoir tube window, reservoir tube, battery tube threads, and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.